Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 480 mg/dl while wearing the pod less than 1 hour. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on the arm. For treatment, the parent changed out the pod. The pod was leaking.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause an improper insertion of the cannula. Thus, the exact cause of the reported improper insertion could not be determined. Additionally, further investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data does not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. The fluid path was also inspected and no signs of leakage were observed.